Manufacturer narrative:
Exemption no. E2013025 original reporting time frame november 1, 2013 through december 31, 2013

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame november 1, 2013 to december 31, 2013

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame november 1, 2013 through december 31, 2013

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame november 1, 2013 to december 31, 2013 correction: g5 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. 1750 = "l" 2993, 2119, 2275 = "nl" exemption e2013025 the total number of events for product classification code otn is 39. Qty 2- avaulta plus biosynthetic support system qty 10- avaulta plus biosynthetic support system - anterior, sterile qty 12- avaulta plus biosynthetic support system - posterior, sterile qty 10- avaulta solo synthetic support system - anterior, sterile qty 5- avaulta solo synthetic support system - posterior, sterile h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The patients' attorney alleged a deficiency against the device. Per additional information received, the patient has experienced hypotension, anemia, perineal swelling, edema, postoperative vaginal bleeding, chronic constipation, diarrhea, diffuse abdominal pain, abdominal cramping, diverticulosis, diverticulitis, increased weight, possible type two diabetes mellitus, esophageal reflux, foreign body in vulva and vagina, hemorrhoids, fecal incontinence, urine leak, urinary urgency, urinary frequency, nocturia three to four times a night, required occasional crede maneuver to empty bladder, concern for urinary retention, urethral caruncle, urogenital atrophy (vulva atrophy and vaginal mucosal atrophy, vaginal mesh erosion, edge of mesh palpable on rectal exam (three cm below apex), postmenopausal atrophic vaginitis, multiple erythematous papules (consistent with cystitis) at the trigone, inflammatory polyps at the urethrovesical junction, complications of genitourinary device, dyspareunia, pale vagina, vaginal foreign body inflammation, lightheadedness vomiting, vaginal dryness, acute small bowel obstruction, increased white blood cell count, hiatal hernia, small cysts in the left kidney, multiple cortical cysts in the left kidney (on (B)(6) 2011 CT), small bowl obstruction (x2), nausea, anorexia, adhesive disease, abdominal distention, bloating, firmness, pain, extrusion, urinary problems, bowel problems and recurrence.

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame november 1, 2013 to december 31, 2013 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame november 1, 2013 through december 31, 2013. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame november 1, 2013 through december 31, 2013 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame november 1, 2013 through december 31, 2013 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame november 1, 2013 through december 31, 2013 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame november 1, 2013 to december 31, 2013 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame november 1, 2013 through december 31, 2013 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.